Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(medical device problem code,type of investigation ,investigation findings,investigation conclusions)h11. As the device was not returned for evaluation ,the exact root cause could not be determined. However , as per our investigation , iab leak can occur due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane component, including membrane abrasions or tears, allowing unintended blood or gas ingress.

Event description:
Na.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had blood in sheath and possibly helium tubing. There is no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: g1 (contact office) and h6 (component codes)